Event description:
Device malfunction: none. Symptoms/ae: hypertension syndrome and death. Time of symptoms/ae: after the procedure. It was reported that after a successful right internal carotid artery (rica) procedure in 2007, the patient complained of headache and back pain became unresponsive, and was intubated. A CT scan showed the patient had experienced a cerebral hemorrhage, hyperperfusion syndrome and died. No additional information was available. Choice study event.

Manufacturer narrative:
The customer reported the device remains implanted in the patient. The lot number was provided. Review of the lot history record (lhr) did not produce any findings relevant to this report.